Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the connectors were broken, however it was confirmed that the upper and lower cases were broken. It was also noted that the battery release and lead flex cover were contaminated, the side bail covers and battery drawer were broken and the encoder flex was damaged. (B)(4).

Event description:
It was reported the case and connectors are broken. The device was returned for repair. No patient complications were reported as a result of this event.